Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that the patient has a very small access anatomy and a previously implanted bare metal stent in the right common iliac artery. It was reported that the device was initially unable to be passed due to the vessel size and disease. A series of dilations were performed throughout the access vessel, but the device still would not pass. In the process of dilating and trying to advance the delivery system the right femoral artery ruptured. The rupture was repaired. A different device was then used and was able to be passed successfully. The aneurysm was successfully treated. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported inability to position the device via the right access vessel and resulting vessel rupture could not be determined from the pre-implant films provided. Images during implant were not available for review and the reported events could not be assessed. However, it appears likely that numerous attempts to pass the device via the patient¿s pre-existing 7mm ID rcia stent, and small caliber access vessels, likely contributed to the events. If information is provided in the future, a supplemental report will be issued.